Manufacturer narrative:
The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) level above 500 (mg/dl). The cause of the elevated bg level was unknown. Reportedly, the customer delivered a bolus but their bg level did not come down. The customer received insulin intravenously while in the hospital. The customer was released from the hospital 3 days after being admitted. Reportedly the customer had manual injections as alternate insulin therapy. In addition, the customer received an auto-off alarm due to not interacting with the pump while in the hospital.